Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The unit returned was in a bio-hazard plastic bag together with the rotablator plus device for the related complaint. Also, the wire had body bends/kinks, as part of overall visual revision. Visual inspection of the wire observed that the body had bent/kinks and the distal tip was stretched with the solder weld missing. Dimensional inspection of the outer diameter (od) of the middle of the device and od of the proximal section were performed and were within specification. However, the overall length and od of the distal tip could not be measured due to the device condition. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed. A review of the device history record (DHR) of the lots found no issues. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation." (B)(4).

Event description:
Reportable based on completed analysis of the related burr complaint on 08-mar-2018. A rotawire was received with MDR ID# 2134265-2017-13206 with no reported issues. However, device analysis revealed that the solder weld was missing.